Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed 2 boluses performed on (B)(6) 2012 and (B)(6) 2012. An audio bolus and a regular bolus were performed and were recorded accurately in the pump history. .

Event description:
The patient's mother left a message with animas on (B)(6) and reported that multiple bolus doses were missing in the pump history. She said it occurred at all times during the day. She said between (B)(6) only two bolus doses were recorded. Also on (B)(6) she only has two bolus doses recorded. She said that she programs and delivers 4 - 6 bolus doses per day for her child. The mother said she uses the meter remote 50% of the time but either way she boluses she waits for a beep or vibrate at the end of the bolus and confirms she is sure that the pump dispensed insulin. The patient's blood glucose levels were higher than expected so she could not be sure he actually received the insulin. She was not aware of the features of the pump history until an hcp downloaded the pump but has been checking the history every since and the pump did not record every bolus that she is sure she heard delivered. She also denies ever receiving a communication error. There was no reported patient impact associated with this complaint. This complaint is being reported because the patient's mother alleged that bolus doses were missing in the pump history.